Event description:
Patient connected to c-series eis for an ordered forty-six hour continuous infusion. The patient was scheduled to be disconnected forty-six hours later. Patient states the ball was empty at 6 a.m. When the patient awoke. The patient had mentioned to the infusion nurse and the visiting nurse(vn). I told the patient to call the clinic and speak with the doctor or nurses if this occurs in the future. The patient did not think there were any additional side effects from the fast infusion.